Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ebelt does not communicate) has been confirmed. Upon investigation the electrode belt failed incoming testing and was unable to communicate with a monitor. The ECG "c" and ECG "d" cable had a broken wire inside the dn pca. Additionally, residue was found on the belt connector pins, and the electrode belt was unable to securely connect to a monitor. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.